Event description:
Per the clinic, the patient developed a fluid pocket at the implant site. Subsequently on (B)(6) 2015, the site was drained and the patient was prescribed a 10 course of oral antibiotics. The issue resolved and the implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.